Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was ventricular safety pacing (vsp) and there was potential atrial undersensing. Follow up confirmed the patient is currently being monitored and no intervention has been done. The lead remains in use. No patient complications have been reported as a result of this event.